Event description:
The customer reported to beckman coulter (bec) that the probe was dripping a few drops of liquid following a startup on their coulter act 8/10 analyzer. The leak was not contained within the instrument. The customer was wearing gloves and a laboratory coat at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event. No death or injury was attributed to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse replaced a pinch tubing at pinch valve vl8, replaced the pinch valve lv11 and the probe wipe assembly to resolve this issue. Failure mode of this event was tubing at pinch valve vl8, pinch valve vl11, and the probe wipe assembly. Per labeling: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).